Event description:
The facility reports the resident was transferred from the toilet into the hall. While driving backwards, a castor came off. There was no colleague nearby. The carer hold the lifter for 10 minutes; she was afraid it would cantle. When a colleague arrived to help, they put the resident into bed with three castors under the lift. No injuries were reported.